Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on the system controller (serial number: (B)(6) was confirmed via log file analysis. The system controller passed preliminary testing without issue or alarms. A review of the submitted and downloaded log files from the reported event dates of 05aug2025 - 06aug2025 was performed. The log files showed driveline power fault alarms due to intermittent interruptions to the power b signal. The driveline power fault alarms did not prevent the pump from operating at its set speed while the driveline was connected. The driveline power fault alarms were not able to be reproduced with the returned controller. The root cause of the driveline power fault alarms not able to be determined via this analysis. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for and inspect the equipment, including the modular cable and system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient was admitted to the implanting center. Log files were downloaded; the alarm was cleared and did not reoccur. Based on log file analysis it was noted that the system controller would likely be replaced as part of the troubleshooting. The probable cause of the alarm was contamination of the connector's pins between the pump cable and modular cable. The cause of the contamination was unknown. The system controller and modular cable were exchanged and another set of log files were downloaded, which confirmed that the alarm was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.